Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis procedure which was aborted. No harm was reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system stopped during an examination, and it did not start back up. Upon functional testing, the fse found that the software in the suite pc was defective. To resolve the issue, the fse reinstalled the software in the suite pc and reloaded the system configuration. After software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.